Event description:
Following an interventional procedure, an attempt was made to insert an angio-seal device in the pt's right groin. The physician experienced difficulty when advancing the device into the vessel and when the sheath was retracted, it appeared to be bent. Fluoroscopy was performed, revealing that the puncture site was in the profunda and possibly in a side branch. A large hematoma developed at the puncture site. Manual pressure was applied for 30 minutes, subsequently stabilizing the expansion of the hematoma. The pt was given 20 mg of IV protamine sulfate and a "c-clamp" was placed. The following day the pt was taken to the operating room where the right femoral artery was surgically repaired. The pt is reportedly doing well. The procedure report provided by the hosp indicated that the hematoma was probably due to puncture of a side-branch and unsuccessful deployment of an angio-seal device.